Event description:
The customer is a doctor and reported that she passed out while she was at work due to low blood glucose levels. The customer stated that her blood glucose levels were very low, but the sensor reading was 120 mg/dl. The customer treated her blood glucose levels based on the sensor reading, leading to the hypoglycemic episode. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report # 2032227-2010-82456.